Event description:
It was reported that the pt underwent surgery to remove the construct after it was determined that a component of the construct had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The explanted component was not available for evaluation. No conclusion can be made.